Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unknown error and insulin pump was not start despite battery replacement. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed the functional test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Absence of vibration during self test. During visual inspection, electronics stack and force sensor was corroded.